Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. The original emdr was submitted to the non-production environment. This report is to submit to the production environment. The original emdr submission is attached.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that after the system was used in ER, it was placed in standby mode. After the system was returned to where it usually is placed, the system was powered up to turn it on. A bad smell and smoke were noticed. The customer service engineer (cse) checked the system and confirmed that the ac assembly was not working properly. The cse replaced the ac assembly and the system was restored. There was no patient involvement. No additional information was provided.